Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any patient consequence as a result of the procedure being prolonged for three hours? If yes, please describe. No. It was reported that there was bleeding greater than normal. How much blood was lost (ml)? The doctor does not have that information. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? He had more healing and longer recovery. What is the current status of the patient? The patient is ok. In his usual life.

Event description:
It was reported that the surgeon was performing a starr procedure (where two pph03 are used). He triggered the trigger, and removed the device, finding a bleeding greater than normal. He introduced a gauze and when removed it, it was with many staples open, without closing. He said that the staples of the half third of the anterior semi-circumference were completely open and detached from the tissues. Then, when he used the second pph03, the same happened, and the device teared the mucous layer in the posterior hemi circumference. As a solution, the surgeon used suture, electro coagulation and hemostasis. The surgery lasted three hours longer than expected, but the patient has no complications

Manufacturer narrative:
(B)(4).batch # r58w0r. Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage, the breakaway washer was present and with an off-center cut. The device was reloaded with staples and the device was tested for functionality and it fired. The staple line was complete and the staples meet the staple form release criteria. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.